Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the patient discarded 4 (four) unused and full of mixed treprostinil, 100 ml cadd legacy cassettes with flowstop, lot 4219994. Tried to setup cadd legacy pumps serial numbers (B)(4) and (B)(4), but both pumps alarmed no disposable and wouldn't accept cassettes. Cassette and pump replacements were sent with box to return. Patient was not able to troubleshooting the alarms, considering stopping therapy due to the anxiety this is causing for nearly a year. No patient injury was reported.